Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an abdominal procedure that the device turned on when button was not depressed. A similar device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2019. Batch # unk. Investigation summary: one each 3035h unknown lot number was returned for evaluation. The device was functionally tested and found to be performing within specifications. No abnormalities were found during visual inspection. The complaint is unconfirmed. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.